Event description:
Infiltration without an alarm alert reported. The pump was programmed to infuse lactated ringers in the primary mode at a high rate of infusion (customer contact states that it could have been 999.0ml/hr, but not sure). Protamine calcium chloride (rate unspecified) was programmed to infuse 50.0ml over 10 to 15 mins in the secondary mode. It was reported that during the surgical procedure, both of the pt's arms were under a sterile cover and not visible. At the end of surgery when the sterile cover was removed, the pt's right forearm was "grossly swollen" and it was apparent that an infiltration had occurred. It was reported that there was no alarm alert activated at anytime during the procedure. The customer contact is aware that infusion pumps do not detect infiltrations and continues to deliver fluid as programmed, but stated "you would think, it would have picked up this one". The infusion was immediately stopped and the peripheral IV catheter was removed. The affected right arm was elevated and wrapped with saline soaked gauze. A vascular surgeon was brought in on a consult and indicated that there did not appear to be any vascular compromise. It was reported that the pt underwent a fasciotomy (procedure date unk). According to the customer contact, the pt is complaining of decreased sensation. Occupational therapy has commenced. Though requested, there was no add'l info available.